Event description:
It was reported that the patient presented in the operating room for dft testing due to high, high voltage lead impedance. Dft testing was successful but the high voltage lead impedance remains high and out of range. The patient is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.